Event description:
A malfunction was reported, indicated by the error code malf 9. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for resetting the pump, assisted the customer in the process, and confirmed that the malfunction did not recur after the reset. Subsequently, the customer was advised to continue using the pump and to contact support if the issue occurred again, which was acknowledged and understood by the customer.